Event description:
Cement kit mix failed, doesn't pressurize. Used new kit. No patient harm. Manufacturer response for cement kit, palacos (per site reporter). No charge replacement provided by account rep.